Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the down arrow keypad button required multiple button presses in order to elicit a response. The issue reportedly has been occurring for a month and half. The patient reportedly wore the pump in pocket and did not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 06/27/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/27/2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The ok and up arrow keypad buttons respond appropriately when pressed. The down arrow and contrast keypad button respond intermittently when pressed. All keypad buttons have normal spring back or click. The keypad was removed for investigation revealing evidence of contamination under the up arrow, down arrow and contrast button contacts.